Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a blank display, and the display did not return after a 10 minute insulin pump reset. The customer's blood glucose was 353 mg/dl. The customer did not observe any damage or corrosion at the battery cap, battery compartment, or spring. She was advised to clean the battery cap contact with a cotton swab and alcohol and insert a new battery. She stated that the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.